Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and priming anomaly from the insulin pump. The customer's blood glucose reading was 46 mg/dl. The customer treated with juice, hard candy and honey. While at a football game, the customer stated that the pump was stuck and it beeped. The customer was unable to put insulin during fill tubing. The customer was assisted with fill tubing. The insulin pump will not be returned for analysis.